Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented in the or for device change-out due to normal eri unrelated to the lead. Patient was asymptomatic. Diagnostic imaging was performed and externalized conductors were observed. No electrical anomalies were noted. The lead was capped and replaced. The patient was in good condition following the procedure.